Manufacturer narrative:
An event of heart block and pacemaker implant after the device was implanted was reported. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Imaging was received from the field and was reviewed by abbott medical affairs. The review found that a series of relatively deep partial and full deployments were noted and is a potential contributor to conduction disturbances which may lead to permanent pacemaker implantation. There is no indication of a product quality issue with regards to manufacture, design, or labeling. Na.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
(B)(4). It was reported that on (B)(6) 2023, a 29mm navitor valve was selected for an implant.the patient had severe calcification of the native aortic valve with 1800 mm3 of calcium as measured by 3mensio software, with small amount of those calcifications extending into the upper left ventricular outflow tract (lvot) . Small amount of calcifications were also seen at aortic annulus level (= upper lvot) below the right coronary cusp (rcc) and the left coronary cusp (lcc). During the procedure, after device is inserted into patient, the patient develops a complete heart block and receives a temporary pacemaker. Final implant measurements: stent diameter - aortic side: 34 mm, stent diameter - annulus side: 25 mm. On the day of discharged, patient was transferred to another hospital and receives permanent pacemaker on (B)(6) 2023. The patient is stable.